Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 27-nov-2013, it has been in distribution beyond its useful life as the case awareness date of 25-aug-21. No additional investigation is required since the meter was beyond its useful life at the time of the complaint, and the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported not being unable to test due to the adc blood glucose meter not powering on with a button press or test strip insertion. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who administered insulin injection as treatment. There was no report of death or permanent impairment associated with this event.